Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, menstrual cycle abnormal, photophobia, dysmenorrhea, cesarean section, colonic polyp, nausea, chronic cervicitis and ovarian cyst. Concomitant products included erenumab aooe (aimovig), estradiol, lamotrigine (lamotrigin), medroxyprogesterone acetate (depo provera), nortriptyline, promethazine, sumatriptan and topiramate. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 5 days after insertion of essure (ess205). On (B)(6) 2007, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraine") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage and menorrhagia had resolved and the dysmenorrhoea, depression, anxiety, migraine and headache outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: a similar delivery occurred on the right. There were 2 trailing coils on the left and 2 on the right. Treatment received for pelvic pain, abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : headache, menorrhagia, nausea, migraine, abnormal bleeding vaginal most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Outcome of previously added events menorrhagia was updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') in a 29-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, menstrual cycle abnormal, photophobia, dysmenorrhea, cesarean section, colonic polyp, nausea, chronic cervicitis and ovarian cyst. Concomitant products included erenumab aooe (aimovig), estradiol, lamotrigine (lamotrigin), medroxyprogesterone acetate (depo provera), nortriptyline, promethazine, sumatriptan and topiramate. On (B)(6)2007, the patient had essure (ess205) inserted. On (B)(6)2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 5 days after insertion of essure (ess205). On (B)(6)2007, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6)2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraine") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6)2012. At the time of the report, the pelvic pain, abdominal pain and vaginal haemorrhage had resolved and the dysmenorrhoea, menorrhagia, depression, anxiety, migraine and headache outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: a similar delivery occurred on the right. There were 2 trailing coils on the left and 2 on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : headache, menorrhagia, nausea, migraine, abnormal bleeding vaginal most recent follow-up information incorporated above includes: on 31-oct-2019: pfs received. Event : dysmenorrhea (cramping) was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, menstrual cycle abnormal, photophobia, dysmenorrhea, cesarean section, colonic polyp, nausea, chronic cervicitis and ovarian cyst. Concomitant products included erenumab aooe (aimovig), estradiol, lamotrigine (lamotrigine), medroxyprogesterone acetate (depo provera), nortriptyline, promethazine, sumatriptan and topiramate. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 5 days after insertion of essure (ess205). On (B)(6) 2007, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2012, the patient experienced migraine ("migraine") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage and abdominal pain had resolved and the menorrhagia, depression, anxiety, migraine and headache outcome was unknown. The reporter considered abdominal pain, anxiety, depression, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: a similar delivery occurred on the right. There were 2 trailing coils on the left and 2 on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : headache, menorrhagia, nausea, migraine, abnormal bleeding vaginal. Most recent follow-up information incorporated above includes: on 25-jun-2019: plaintiff fact sheet and medical records received- previously reported event ¿injury¿ replaced with event ¿pain / pelvic pain¿, events- ¿ abnormal bleeding vaginal, menorrhagia, psychological or psychiatric problems condition: depression, psychological or psychiatric problems condition: mental anguish, migraines, headaches, abdominal pain¿, reporter, medical history, lab data added. Events- "pain / pelvic pain, abnormal bleeding (vaginal) " outcome updated to "recovered / resolved"ppc codes added incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.